Manufacturer narrative:
Pump immediately alarmed a flashing medtronic logo once installing an aa battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test, and displacement accuracy test due to flashing medtronic logo. Test p-cap and reservoir locked properly into the reservoir compartment. Unsuccessful in downloading pump history files and traces using thump software due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, and pillowing keypad overlay. Exposed to moisture was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Blank display and battery cap cracked/damaged was not confirmed. Unable to upload/download was confirmed due to flashing medtronic logo. Unable to verify customer's complaint for high bg's. Flashing medtronic logo was confirmed due to moisture damage on the electronic assembly, motor, and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported blank display, flashing medtronic logo, moisture damage and battery cap damage. The customer was also reported insulin pump was not working and the blood glucose value was unknown at the time of event. The event involved product(s) mmt-1884, mmt-7040a, mmt-397a, mmt-332a. Troubleshooting was performed, customer pump was exposed to water and the display did not return after inserting a new battery. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-397a. No product return is required for mmt-332a.